Event description:
It was reported that the starter hole of the wafers was not centered. The product was used and caused leakage. The photographs depicting the issue were received from complainant.

Manufacturer narrative:
MDR 1049092-2022-00527 / device 9 of 10. The product is beyond its expiration date 10th february 2021. Expiry date is not on all ostomy products, therefore end user will not be aware of using expired product. Complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).